Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 24.03mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient¿s medical history included diabetes and poor wound healing . On (B)(6) 2018 it was reported that the patient was experiencing ¿leakage¿ from her posterior midline back incision due to poor wound healing. The patient had a current systemic infection shown by high sed rate. The environmental, external or patient factors that may have led or contributed to the issue was the patient has diagnosis of diabetes. There were no diagnostics performed. The patient¿s infusion system was explanted due to infection. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.